Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation and additional information provided by the user facility. To date, the device has not been returned to olympus for evaluation. As the device has not been returned for evaluation and the serial number is unknown, both a device history record (DHR) review and device evaluation are unable to be performed. The exact cause of the customer¿s allegation could not be determined. The electrical contacts of the video connector may have been wet or had residue when connected. This may have caused the electrical contacts to become unstable, preventing the communication between the scope and video processor, preventing an image from being displayed. The instructions for use (IFU) state the following: ¿make sure that the video connector and its electrical contacts are completely dry before connecting the plug to the video system center. If they are wet, wipe them according to the instruction manual for the endoscope. Wet equipment could cause the image to flicker or disappear.¿ olympus will continue to monitor the field performance of this device.

Event description:
Additional information was obtained from the user facility. The issue was resolved and there were no additional occurrences with the subject device. Although the user facility isolated the issue to the subject device, the reporter was unable to provide the resolution but provided the device had not been repaired by a third party. The issue had occurred prior to an unknown procedure. The procedure was completed with the same device.

Manufacturer narrative:
In speaking with olympus technical assistance center (tac) via the phone, the olympus representative was provided troubleshooting steps to perform with the user. The representative was instructed to check the inside of the scope socket for bent pins, clean the camera head paddle with an eraser and wipe with an alcohol prep pad and allow to dry, then reconnect the camera head to the video system center. Upon follow up with the representative, the issue had been resolved but how the issue was resolved is unknown at this time. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer¿s olympus representative reported to olympus technical assistance center (tac), a black screen occured when connecting camera heads l08e and l12e to the otv-s190, visera elite video system center. There were no reports of patient harm associated with this event.